Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a bio-ID connection issue. A technical support specialist stated that the customer informed them that the issue was fixed. No resolution was provided by both the field service engineer and the customer about the resolved issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had bio-ID failure. The customer stated that the screen kept loading after they scanned their finger on the bio-ID. The user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.